Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing thresholds. The physician decided to replace this rv lead at the main device change. The rv lead was surgically abandoned. No additional adverse patient effects were reported.